Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of reset was confirmed in the laboratory. The cause of the reset was found to be due to parity errors. The device was tested using automated test equipment and passed all tests. The cause of the parity errors was not determined.

Event description:
It was reported that while still in the box, upon interrogation prior to implant, the device was in backup vvi mode. The device was replaced.